Event description:
A falsely elevated advia centaur xp ipth test result was obtained by the customer and considered discordant when compared to the patient's clinical picture and other pth test results. No dilutions were performed on the falsely elevated sample result that was reported. There was no known report of patient treatment being altered or adverse health consequences due to the falsely elevated ipth test result.

Manufacturer narrative:
The cause for the falsely elevated advia centaur xp ipth result when compared to the patient's clinical picture and other pth test results is unknown. No dilutions were performed by the customer on the falsely high sample result. The instruction for use (IFU) procedural dilution states the following: "patient samples with intact pth levels greater than 1900 pg/ml must be diluted and retested to obtain accurate results". No conclusion can be drawn.